Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision on both eyes (ou) on 5 month post-op exam. A brief description from the surgery center indicated a myopia patient lost near vision with distance treatment on ou. The patient was frustrated and disappointed by substantial need for reading glasses. The patient¿s chief complaint was near blurred vision and made a comment of regret of having the treatment performed. Although, the surgery center reported the ou was well healed and distance vision is good, the surgery center reported the event is lasting and disabling, significantly interfering with daily activities. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -1.75 x -.75 x 110, left eye pre-op 20/20 -1.25 x -1.00 x 82. Bcva from (B)(6) 2017: right eye post-op 20/20 .75 x -.25 x 31, left eye post-op 20/20 -.25 x -.25 x 30. This is report is for the femto laser.